Manufacturer narrative:
No product was returned for evaluation. A device history review (DHR) was performed. No problems or issues were identified during this DHR review.

Event description:
It was reported that the tubing was not priming as expected. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08150 is no longer considered reportable, please disregard any MDR reports associated with it.